Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date the manufacturer became aware of the event.

Event description:
It was reported that patient was not getting adequate pain relief as the implantable pulse generator (ipg) was not taking a charge. The patient underwent an ipg replacement procedure.